Event description:
Olympus medical systems corp. (Omsc) was informed that after the reprocessing, white crystallized foreign material was attached to the forceps opening at the tip of the scope. There was no report of patient injury associated with the event. The subject device had been reprocessed with oer-3 / 5 after primary cleaning.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and confirmed that white crystallized foreign material was attached to the forceps opening at the tip of the scope. Analysis of ft-ir revealed a peak closely similar to ethyl cyanoacrylate. From the results, it was estimated that foreign matter might be originated from adhesive. The manufacturing record was reviewed and found no irregularities. It was not possible to determine the root cause of what the foreign material was, when, and how it adhered to and remained. But the cause was presumed that it might have been caused by residue due to improper or insufficient cleaning and disinfection. No more information can be provided at this time. If additional information is received, this report will be supplemented.